Event description:
It was reported that the light source shut off in the middle of the case.

Manufacturer narrative:
Additional information received and confirmed device will not be returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: loss of light. Probable root cause: light engine malfunction; main board, receptacle board, or front board malfunction; damaged or missing esst spring; incorrect/no communication with 1688; overheating; power supply malfunction; software malfunction; hf/rf interference; cybersecurity attack. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the light source shut off in the middle of the case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.